Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus gn 18ga x 1.16in prn-cap y catheter separated. As reported: "the patient was transferred in at 17:51 after operation. The catheter was used to maintain intravenous path. The nurse found during night that the extension tubing was separated from the y connection site, which was unsealed and unsterile. The catheter was removed and replaced immediately."

Event description:
It was reported that during use of the bd pegasus gn 18ga x 1.16in prn-cap y catheter separated. As reported: "the patient was transferred in at 17:51 after operation. The catheter was used to maintain intravenous path. The nurse found during night that the extension tubing was separated from the y connection site, which was unsealed and unsterile. The catheter was removed and replaced immediately."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8106242. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately with out the ability to evaluate the affected sample, the root cause for this complaint could not be determined at the conclusion of our review.